Event description:
The customer contact reported the device touchscreen does not respond. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were unk reports of any adverse pt events and unk reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond in all areas. During testing corrosion was found which was due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.